Event description:
Procedure type: hemicolectomy. According to the reporter: the pt developed a leak at post operative day 7. The surgeon reoperated to irrigate and repair the anastomotic leak. Pt remains in the hospital as of the date of this report.

Manufacturer narrative:
(B)(4).